Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. The device had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.